Event description:
It was reported that during the implant attempt, the physician encountered a lot of difficulty when attempting to insert a competitor lead into the device header. A high amount of force was necessary to insert the lead into the connector, and after locking down the setscrew, high impedance and noise was seen on the lead. Several attempts were made to reconnect the lead to the device, with the same results. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed, and performance information was also collected from the device. No anomalies were found. (B)(4).